Manufacturer narrative:
While this product is not sold in the united states, it is like or similar to a product marketed in the united states. This event occurred in (B)(6).

Event description:
Reporter stated the luer disconnects from the tube unintentionally, this occurred 3 times. The customer was unable to provide the lot number as the product has been discarded. The customer experienced elevated blood glucose as a result. No adverse event was reported. The alleged product cannot be returned due to legal and customs issues.